Event description:
In 2007, the patient stated that her blood glucose was elevated due to repeated occlusion (e4) errors. She stated that her blood glucose has been elevated to over 400 mg/dl. Her normal blood glucose range is 100-120 mg/dl. The patient reported hyperglycemic symptoms of extreme thirst. The patient stated that she had lost confidence in the infusion device. On follow up, the patient reported that she switched to the replacement infusion device and had not had any further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.